Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. Product was not returned for review. The root cause of limb ischemia was most likely due to patient condition.

Event description:
The user facility reported a 70-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support via axillary. The patient experience right forearm and hand ischemia. There were no doppler signals in right radial or ulnar arteries. Brachial artery signal present. Antegrade reperfusion sheath was placed in right brachial artery and connected to rewire port of repositioning sheath. Field service rep. Advised that this was not recommended and that this passive flow would need to be frequently checked for patency. The team did not want to splice into ECMO circuit as leg reperfusion was already connected. Vascular surgery did fasciotomy of right forearm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿